Event description:
Rn opened 2x2 sterile gauze in patient room to apply as a dressing. Rn noted something brown inside the gauze. Gauze retained. New 2x2 obtained and dressing applied as intended.manufacturer will do investigation.